Event description:
On (B)(6) 2010, patient reported blood glucose had been elevated since the previous day. On (B)(6) 2010, blood glucose was "in the 500's" and it was "still in the 300's" on day of report. Patient experienced nausea, fatigue, thirst, and vomiting as a result of hyperglycemia. Normal blood glucose range is 120-300 mg/dl. No errors or alarms were received on infusion device. Patient bolused insulin through infusion device to correct blood glucose. Insulin cartridge and infusion set were changed on day of report and are being used within specification. There was no leaking of insulin in infusion device system. Infusion device was programmed correctly. Air bubbles were discovered in infusion set tubing. During follow-up call, it was reported patient's blood glucose did not return to normal following initial report. Patient was admitted to hospital on (B)(6) 2010, where she was treated with an insulin drip. Infusion headset was removed in the hospital and cannula was bent at a 90 degree angle. Patient inserted a new infusion set and restarted her infusion device. Patient was discharged from hospital on (B)(6) 2010. Patient's husband reported e4 occlusion errors prior to event. Date and time of errors could not be verified. Patient has a lean body and has been inserting infusion headsets on buttocks. Patient was sent complimentary products, including sample infusion sets and infusion set insertion device. Patient's husband sent e-mail notification including pictures of product in question. Follow-up was completed and blood glucose had returned to normal. Patient was referred to physician to discuss appropriate infusion sets. Product was returned and requested for evaluation.